Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/12/2016 that a permanent out of range signal occurred on (B)(6) 2016. No injury or medical intervention was reported. The complaint device was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. Global transmitter final functional test was performed and resulted in a failed transmitter. The customer complaint of an intermittent out of range signal was confirmed. The root cause was determined to be a failed transmitter.